Event description:
The contact called with questions about the customer's meter. While troubleshooting, the contact performed normal control tests and received results of 26 mg/dl and 2 results of "lo". The normal control range is 95-132 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for eval, and replacement test strips will be sent.

Manufacturer narrative:
Product code 7098a lot# 6eb3c01 MFR date 5/06 is also being returned.